Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the catheter adaptor of a titanium transfer set was damaged. This occurred during use for peritoneal dialysis therapy. The transfer set had been in use on the patient for a year. The transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: the device was received for evaluation. A visual inspection with naked eye was performed with no issues noted. Functional testing, including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.